Manufacturer narrative:
During inspection by a baxter field service technician it was identified that a gas spring was leaking at the head section. The root cause was traced to a component failure. The defect gas spring was exchanged to resolve the problem. After repair, the product functioned as specified. Based on this, no further actions are necessary.

Manufacturer narrative:
The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
Baxter received a report stating that or table tru system 7000 u head section will not stay in place. No harm or significant impact to the surgical procedure was reported.